Manufacturer narrative:
The device were returned to the factory for eval. They show signs of clinical usage and no evidence of blood. A visual inspection determined that the delivery devices were returned outside of the loading device. The seals were inside the body of the loading device, anchored to the tension spring. The safety lock and white plunger were not depressed on the delivery devices. Based on the received condition of the devices, the reported complaints were confirmed for "failure to load". Lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices malfunctioned. Three heartstring iii seals did not load properly as the seals remained in the loading devices when the delivery devices were removed. The fourth heartstring iii device was deployed but unraveled when the delivery device was removed from the aortotomy. A side biter clamp was used to complete the procedure. There pt remained stable with no pt effects. Refer to MFR reports # 2242352-2012-00745, 2242352-2013-01141 and 2242352-2013-01142 for the related reports.